Manufacturer narrative:
Investigation results; dl protocol was followed. I do not see any digital defects with the models or the trim line that would cause this issue. I check every stage and the trimline looks good digitally. We reviewed the DHR for this (B)(6) / patient ID# (B)(6) / site ID# (B)(6), qty. (B)(4) items assy-500011 (aligners) and (B)(4) items assy-500010 (templates) were packaged by the second shift by auto bag-and-box operation on january 22, 2026, in manufacturing supercell sc4, equipment pua-04. The evidence provided by the customer (photos) shows a set of devices (apparently upper aligners for stages 1 and 2). We observe that the device identified as 1 has a scalloped trim line located over the trays of the central incisors, while the device identified as 2 has a trim line along the gingival edge of the dental trays. Comparative evaluation: we observe in the stl models that the scalloped trim line is specified along the gingival margin of the digital model. The evidence provided shows that the trim line of device 1 is out of specification according to the stl digital model.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that the nontemplate aligner arch aligners cutting the inside of the patient's upper lip. Further information requested.